Event description:
It was reported a patient experienced peritonitis while performing peritoneal dialysis (pd) therapy. The patient was hospitalized for four days for peritonitis. Treatment rendered was not reported. Peritonitis was resolving. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13c12053 and h13c08044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. This event is for the same patient as (B)(4).